Manufacturer narrative:
The initial medwatch reported the returned device had a camera cover damage; however; per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. This is a supplemental report to correct the initial MDR.

Manufacturer narrative:
The subject device was received at an olympus service center for evaluation. The inspection and testing found no image/distorted image due to a bent contact pin in the electrical connector. Additionally, scratches with sharp edges on the distal end camera cover (c-cover) were observed, and the bending cover adhesive (a-rubber) was deteriorated. The investigation is ongoing. Therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A biomedical engineer at the user facility reported the evis exera ii gastrointestinal videoscope had image alignment and white balance issues and could not be checked because the image was not working. It was also reported that the bending rubber seals and camera cover were damaged. There was no patient or user harm reported due to the event. This report is being submitted for the malfunction, camera cover damage.